Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, implant was migrating, had been tied down at surgery and once incision was made, implant surface. The tied down tab was broken.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. One torosa testicular implant was received for evaluation. Examination and testing of the returned components revealed a separation in the suture tab of the prosthesis. Testing revealed this not to be a site of leakage. The separation appears to be rough and irregular, indicating sufficient stress was exerted. Based on the information received and quality's examination, quality concludes that stress was exerted on the suture tab of the prosthesis due to the tied suture, causing separation in the tab. This could then allow for the testicular implant to move from its intended position. Quality cannot determine when this separation occurred. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no additional complaints for lot 4083537. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.